Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analyst commented, beginning 27july2015, sic counts up to 64.

Event description:
It was reported that during use the implantable cardioverter defibrillator (ICD) exhibited a sensing / detection problem. A lead integrity alert (lia) triggered, and the associated non medtronic lead was noted with episodes of oversense/noise. The patient was scheduled for a lead revision, and during the revision procedure a small amount of blood/fluid was found inside the lead pin-hole lumen on the device header. The blood/fluid was wiped off and the lead pin was re-inserted in the device. Device measurements were all fine and without any noise. The ICD remains in use, and no patient complications have been reported as a result of this event.